Manufacturer narrative:
A svc visit has been performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that during a procedure, the system produced a "surge." The case was completed without harm to the pt. Add'l info has been requested.